Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that priming was completed without issue and air bubble was detected at startup, after which the device became inoperable. The consumables functioned normally on another solis pump unit. There was a patient involvement and there were no additional adverse consequences.